Event description:
Ongoing pain and tenderness since having my essure birth control implant, implanted in 2013. Reported to my doctor in 2013 when the procedure was formed, and was told it was my body adjusting to the implant device. Had several follow-ups afterward which resulted in no change.